Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up report will be submitted.

Event description:
Received information stating customer's blood glucose level was low (53mg/dl). Customer wanted to now why the pump did not prevent blood glucose level from going low.